Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they need a new battery pack for the controller. Patient reported they are having to charge the implanted neurostimulator every 2 days for the last couple months and it is taking longer to charge implantable neurostimulator (ins) and controller goes blank while charging. Patient stated they have to reset the controller several times to get the controller to work again. Controller showed ins 100%, controller 100% charged. Patient services (pss) asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna or controller port. Patient started charging the implant and getting excellent quality, controller 100%, implant 100%. Patient services (pss) confirmed there is no codes or messages on the screen. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Patient (pt) called and stated she's back to charging everyday vs every 3 days. Pt states she thinks she needs a new paddle again. Pt states this all began two weeks ago. Agent reviewed this does not sound like an equipment issue and more of an ins issue. Agent directed to hcp. Pt became insistent that the rtm needs to be replaced. A replacement recharger telemetry module (rtm) was sent out.